Event description:
This battery is used as part of the power module back up for the heartmate 2 and heartmate xve left ventricular assist device (lvad) systems. According to the manufacturer of this battery "thoratec", it should be replaced at one year. Initial testing of this battery indicated a 89% charge level when it was new. Repeated tests during six months later returned a 35%, 33% and 31% charge levels. Premature failure.